Event description:
It was reported that the cardiac monitor could not be interrogated.

Manufacturer narrative:
Final analysis found the device image indicated that the device had a power-on reset (por). It was believed that the battery voltage decreased temporarily during communi- cation and performing various tasks with the programmer, which could have caused the reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.